Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. Two failed devices were used in the event and the procedure was successfully completed with a third. Due diligence for additional information was executed. There is no patient information available. The actual address line 1 and 2 is (B)(6); split and shortened it here from character restrictions. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
The reported event for the therapeutic total laparoscopic hysterectomy (tlh) states that during colpotomy in the procedure, the device probe broke off and fell into the patient. The broken piece was retrieved with a grasper. There was no metal exposed on the device, nor were there any error codes displayed. Subsequently, a second device was used unsuccessfully. The procedure was completed with a third device. There was no reported adverse impact to the patient. Inspection of the device and connections to generator were done before procedure. No anomalies or cable damage were observed. Physician was experienced in the use of the device and staff was trained as well.

Manufacturer narrative:
The device evaluated in the supplemental report 8010047-2020¿01208, was for the device incorrectly identified as belonging to this complaint. The correct device was identified on apr 7, 2020, and device evaluation completed for it. A correction supplemental report is being submitted to provide device evaluation and information of the correct device identified. The actual device lot # is updated to kr869493. There is no manufactured date available for this device. The user¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe tip unit. The device was activated using saline and observed energy flowing normal. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the user¿s complaint was not confirmed as the device operates normal with no signs of abnormalities.

Manufacturer narrative:
A correction was made to the product investigation of the device for this complaint. This supplemental report is being submitted to provide this corrected information. Please see the updates in sections: g4, g7, h2, h6 and h10. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and there is normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit is broken, the probe tip piece was returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
Corrected the sex of the patient from no information to female. The device has been returned and a product investigation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: a3, d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The actual device lot # is updated to kr868731. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and there is normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit is broken. The probe tip piece was not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation is that the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿.